Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they are having difficulties with their programmer and being able to change settings. It was stated that they wanted to know how to change from group a to group b, with them on group b at 2.50, as they have been having problems functioning since switching to group b. Assistance was given and it was found that the implantable neurostimulator (ins) was off. The ins was then turned back on, with the patient noting they feel electricity in their left palm. The patient then was able to switch to group a. Follow up with the healthcare professional (hcp) is to be conducted. No further complications are anticipated. The patient's indication for implant is parkinson's dual and movement disorders.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.